Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('perforated uterus/migration of implant') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included inflammation, neoplasm and endometriosis. Concomitant products included aripiprazole (abilify) from 2010 to 2016. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation,"), alopecia ("hair loss") and vulvovaginal pain ("pain vaginal"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding :-vaginal bleeding"), menorrhagia ("abnormal bleeding:-menorrhagia") and anxiety ("psychological or psychiatric problems condition: anxiety)"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and vaginal infections") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti and vaginal infections"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), post coital pain ("pain after intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe:hot flashes"), mood swings ("hormonal changes describe:mood swings"), migraine ("migraines"), headache ("headaches") and dizziness ("neurological conditions or problems type: dizziness,dizziness,"). In (B)(6) 2014, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and adenomyosis ("suspected adenomyosis"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles") and abdominal pain lower ("cramping,"). The patient was treated with surgery (hysterectomy / ,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, post coital pain, night sweats, hot flush, mood swings, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, bladder disorder, urinary tract disorder, migraine, headache, endometriosis, adenomyosis, dizziness, dysmenorrhoea, vaginal discharge, weight decreased, constipation and alopecia outcome was unknown, the pelvic pain, abdominal pain lower and vulvovaginal pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, bladder disorder, constipation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, female sexual dysfunction, headache, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and post coital pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain". Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received reporter information and new event was added night sweats, hot flashes, mood swings, vaginal hemorrhage, menorrhagia, urinary tract infection, vaginal infections, apareunia (inability to have sexual intercourse), anxiety, perforation fallopian tube, urinary tract disorder, bladder disorder, migraines, headaches , dysmenorrhea (cramping), endometriosis, adenomyosis, dizziness, vaginal discharge, weight loss, constipation, hair loss, vulvovaginal pain. Severity added pelvic pain , vaginal pain. Outcome added vaginal hemorrhage, menorrhagia, pelvic pain , vaginal pain, abdominal lower pain.concomitant drug was added. Medical history and lab test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus") and device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), the first episode of dyspareunia ("dyspareunia"), menstruation irregular ("irregular cycles"), abdominal pain lower ("cramping,") and the second episode of dyspareunia ("pain after intercourse"). The patient was treated with surgery (hysterectomy / surgery to remove essure) and surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abdominal pain lower and the last episode of dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, menstruation irregular, pelvic pain, uterine perforation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Most recent follow-up information incorporated above includes: on 10-nov-2017: summons received - new events migration of implant, perforated uterus, irregular cycles, cramping, pain after intercourse, pain were added. Surgical treatment was updated from pelvic pain to migration of implant and perforated uterus. New legal reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.